Event description:
The patient was trialed with two leads from same lot.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a severe headache and tingling in her right arm that lasted 15-20 minutes immediately after the lead was pulled following a cervical scs trial. The leads were removed without difficulty, however there was a moderate amount of bleeding present and pressure was applied to the site. The patient was transferred to the hospital and a CT scan was taken and showed an epidural hematoma. Follow up information identified the patient is doing well. The patient was hospitalized for 3 days.